Event description:
It was reported that during central processing when conducting the continuity test, the fully articulating catheter instrument failed the test. There was no report of patient involvement or reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fully articulating catheter instrument was analyzed. According to the instructions for use (IFU) reprocessing guidelines, a biomedical tester, saline bath, and the proper ion reprocessing consumables were used for the continuity test. The catheter failed the continuity test, and the leakage tester indicated that the leakage was too high. Additionally, insulation damage was observed at the distal end of the shaft, approximately 6.97mm from the distal tip. The insulation material, measuring approximately 0.5mm x 0.5mm, appeared to be missing. The material was not returned. The outer diameter continuity test failed due to the physical damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. No additional actions are currently required given that this issue will continue to be tracked per wi (B)(4) (quality data review meetings).